Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws cracked and peeled, became damaged and started to separate and came apart. The procedure was completed by using a competitive device. There was no injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Manufacturer narrative:
(B)(4). The lot # 25157669 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.